Event description:
Intera oncology was notified by a physician that thrombosis clogged the catheter. The doctor used robotic surgery to reopen and reinsert the catheter inside the abdomen. The pump was explanted and new pump was implanted on the same day. The patient continues to receive hepatic artery infusion (hai) therapy.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Thrombosis is a known adverse event that is listed on the intera 3000 label and instruction for use.